Event description:
It was reported that the cage disengaged from inserter.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was attached to the returned avs tl implant and there was no issue securing the cage to the implant. Upon further inspection it was identified that the tip of the inserter is slightly worn which may have contributed to the reported implant disengagement during surgery. Conclusion: the plausible root cause is material wear based on the age of the returned device.

Event description:
It was reported that the cage disengaged from inserter.